Event description:
There was an allegation of questionable ft4 results for 12 patient samples, questionable troponin results for 2 patient samples, questionable tsh results for 12 patient samples, and questionable vitamin d results for 47 patient samples on a cobas e 801 analytical unit. Refer to the attachment "(B)(6) for patient results. The repeated results were obtained on another instrument.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. It was noted that some maintenance tasks were overdue. The field service representative found the counter for the measuring cells exceeded 100k per cell and several tubings and flow paths were contaminated. He performed complete maintenance and all checks and qc passed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation findings code was updated.